Event description:
Elderly male with history of severe coronary artery disease. Procedure: coronary artery bypass graft with endoscopic harvest of right thigh. The terumo would not work properly, would not keep function. Another one used without issue. No known harm to patient. Manufacturer response for electrosurgical, cutting coagulation accessories, virtuosaph plus with radial indication (per site reporter), will obtain.